Event description:
This is a case report received by baxter (B)(4) from baxter (B)(4). It was reported that after using dianeal pd1 (code (B)(4), lot # 10i20g44) this complaint was opened to address the peritonitis in a related international complaint. The patient checked the drained fluid (dialysate) which was muddy. The patient's physician assumes the contamination of the solution or this batch caused chemical peritonitis in this patient. No sample is available for evaluation. As there has been no confirmation that this was the cause of the peritonitis, this complaint was opened to capture a disposable device in relation to the event. Hospitalization was not necessary . No further information is available at this time. Hospitalization was not necessary. Patient is in good condition. Laboratory tests: inoculated culture medium: negative. The event has been reported to global pharmacovigilence.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of dianeal pd1 1.36% 2l tb. The dianeal pd1 1.36% 2l tb has been identified as the cause of this peritonitis. The dianeal pd1 1.36% 2l tb lot number involved in this incident (B)(4) has been withdrawn from the market due to complaints of sterile peritonitis. This is not an MDR reportable incident.

Manufacturer narrative:
(B)(4): as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be sent in the MDR as this is for an unknown renal disposable product. Additional information will be submitted as it becomes available.